Manufacturer narrative:
The device has not been returned for evaluation; therefore, the event cause could not be determined. Once the device has been returned, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic coil stretched during embolization procedure. Prior to the event, the physician had successfully implanted the first coil and then a second coil (4x10 3d) was started to deploy. After approximately deploying 2-3 loops of this second implant coil, the physician was not able to feel the coil advancing and was also not able to pull it. It was reported that friction and difficulty was encountered during delivery of the coil and a continuous flush was administered during the procedure. The physician attempted to reposition the coil 2-3 times. The physician attempted to withdraw the coil many times, but without success. The patient was taken to neurosurgery in order to remove the coil. The implant coil was successfully removed. The coil was observed to be damaged (stretched / kinked) prematurely detached. The physician had to abandon the procedure after the coil was removed. No patient injury was reported as a result of the event. The patient was undergoing coiling embolization treatment for a re-canalized saccular aneurysm measuring 6.2mm x 1.8mm located in the left posterior communicating artery. The patient¿s vasculature was minimal in tortuosity and the blood flow was normal. The coil did not jump during and the tip of the microcatheter did not move during deployment. The tip of the catheter was not under stress and the pushwire was not rotated. The catheter was flushed and the coil was hydrated as indicated in the instructions for use. The implant coil was not damaged prior to use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.